Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the sram and the technique processor printed circuit board and adjusted the boost to 85% of the measured dose. The system was tested and found to be working as intended and put back in service.